Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of blurry image was bad charged coupled device (ccd) and moisture damage, and the leak between the blue ring and the zoom ring was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited blurry image, bad charged coupled device (ccd), moisture damage, and leak between the blue ring and the zoom ring. There was no patient involvement.